Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 7 other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that material defect was noticed in the cartridge small protruding plastic hairs could also be detected. Additional information has been requested.

Manufacturer narrative:
The used complaint company cartridge for was not returned. Seven unopened company cartridge samples were returned for the reported lot. One unopened company cartridge was pulled randomly for testing. One of the returned company cartridges was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the instruction for use IFU. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model/diopter used was not provided. It is unknown if a qualified product was used. A qualified handpiece was indicated. The viscoelastic indicated is not qualified. No determination can be made without physical evaluation of the complaint sample. One of the unopened company cartridges returned for the reported lot was evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that the particles were aspirated by irrigation and aspiration. There was no patient harm and there was no issue noted at the time of implantation.